Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, nausea and vomiting. The same day as the event onset, the patient was hospitalized for the event. Nine days after the event onset, the patient was discharged without any antibiotic treatment. It was reported that the patient experienced abdominal pain again, had cloudy solution and was hospitalized (within 24 hours of discharge). The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.